Manufacturer narrative:
Reported event: an event regarding patient factors (tumor progression), involving a hemi pelvic replacement was reported. Confirmation of this event was supported by x ray review. Method & results: visual inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Clinician review: the implant in situ was for a hemi pelvic replacement which was implanted on (B)(6) 2013. The surgeon has now reported a local recurrence of the osteosarcoma. The CT scan provided showed local bone destruction in the remaining ilium bone just above the femoral head, which can suspect the recurrence of the osteosarcoma. Therefore, the radiographic assessment can support the clinical report and the reason for revision. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 25 jan 13 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01-jan-2016 to present for similar reported events regarding hemi pelvis / pelvis hemi, patient factors. There have been no other events. Conclusion: due to the local recurrence of osteogenic sarcoma, the surgeon requested hemi-pelvic replacement. The exact cause of the recurrence of the osteogenic sarcoma could not be determined because further information such as the primary operative report as well as patient history, follow up notes, and implant return are needed to complete the investigation for determining root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient specific implant prescription was provided for a hemi-pelvic replacement with notes "will resect adjacent to existing implant, prefer to use existing sacral and peri-acetabular screw holes, if possible. Prior implant type I pelvic resection and reconstruction. Diagnosis: osteosarcoma." Update 10 dec 2019: the reason for revision is due to a local recurrence of osteogenic sarcoma. We are currently waiting for biopsy results.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the product history records indicate 1 device was manufactured and accepted into final stock on 25 jan 13 with no reported discrepancies. Device not returned.

Event description:
A patient specific implant prescription was provided for a hemi-pelvic replacement with notes "will resect adjacent to existing implant, prefer to use existing sacral and peri-acetabular screw holes, if possible. Prior implant type I pelvic resection and reconstruction. Diagnosis: osteosarcoma." Update 10 dec 2019: the reason for revision is due to a local recurrence of osteogenic sarcoma. We are currently waiting for biopsy results.